Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. After pt preparation at rtt assist station and sending of the data to rtt 4.1, it was recognized that rtt 4.1 approves the treatment plans by itself without having an approval of (B) (4) or (B) (4). In this case, it is possible to deliver treatment plans. No info was reported that suggests that a mistreatment or serious injury has occurred. Corrective action is pending final investigation. Further investigation required for cause determination. For a final assessment, further investigation results regarding the cause and risk coverage is required. Preliminary risk analysis indicates: severity: 3 (critical). The complaint behavior may potentially result in a serious injury. Probability: c (remote). Harm will probably will not occur due to complaint behavior was reported the first time.

Manufacturer narrative:
No other product is concerned.